Manufacturer narrative:
The safety instructions clearly state to never place a vaporizer where it is accessible to children and that burns can occur if there is contact with the unit or the steam.

Event description:
Consumer alleges his 13 month old son received burns to both of his hands when he came into contact with the area of the vaporizer that releases steam.